Manufacturer narrative:
Batch review performed on 23 april 2019: lot 188869: (B)(4) items manufactured and released on 27-feb-2019. Expiration date: 2024-02-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Manufacturer narrative:
Additional information received from the sales rep on march 27, 2019: the insert was impacted with long straight multifunction handle ref (B)(4) and the head size 36 ref (B)(4). Patient anatomy didn't cause any issue during the acetabukum preparation and cup implantation. The pe liner didn't show signs of deformation after the event. Batch review performed on 23 april 2019: lot 188901: (B)(4) items manufactured and released on 10-dec-2018. Expiration date: 2023-11-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
During an amis surgery the pe liner did not couple correctly with the cup. A ceramic liner has been used to complete the surgery with 20 minutes of delay.